Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was based on user sycned glucose data on data management system (dms), which is a cloud platform for eversense system. Based on the investigation, it is not clear if there was any system malfunction as it cannot be determined whether the manual glucose measurement entries were suspicious or erroneous between (B)(6). Following the events of (B)(6), the sensor readings were in good agreement with the fingerstick measurement. As a result, the actual root cause of the incident could not be established.

Event description:
Senseonics was made aware of an instance where patient reported multiple hypoglycemic events. 1) (B)(6) 2020 - 02:56 bgm 30mg/dl - 90mg/dl sensor. 2) (B)(6) 2020 - 23:52 - bgm 55mg/dl - 97mg/dl sensor. 3) (B)(6) 2020 - 17:48 - 55mg/dl - 101mg/dl sensor. 4) (B)(6) 2020 - 19:45 58mg/dl - 116mg/dl sensor. The low glucose alert was set at 80 mg/dl. Patient did not require any medical attention and resolved the issue by taking oral glucose.